Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged batteries was confirmed during product evaluation. This condition was due to use/user error. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.07.00.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with batteries damaged; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was patient involvement but no patient injury, medical intervention, or adverse event in association with this event was reported. No additional information is available. The software version is currently unknown at this time.